Event description:
Boston scientific received information that this atrial lead was exhibiting impedance measurements greater than 2000 ohms, poor sensing and non-capture. The caller was inquiring about programming off the atrial lead related diagnostics. No adverse patient effects were reported.

Manufacturer narrative:
A boston scientific technical services consultant discussed the clinical observations with the caller who stated there are no plans to revise the atrial lead at this time. No other adverse events have been reported. This product issue will be updated if additional information is received.